Event description:
It was reported that on (B)(6) 2008, the patient was admitted for surgery. On (B)(6) 2008, the patient underwent the following procedures: anterior lumbar interbody fusion at l3-l4, l4-l5, and l5-s1. At each level a peek cage, filled with bone morphogenic protein, was utilized. On (B)(6) 2008, the patient underwent the following procedures: lumbar laminectomy with decompression at l3, l4, l5, and s1; posterolateral fusion l3-4, l4-5, l5-s1; posterior instrumentation l3-s1 with depuy implants; local morselized bone graft; and aspiration of iliac crest bone marrow. On (B)(6) 2008, the patient was discharged from the hospital. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008: the patient underwent a spinal fusion surgery using rhbmp-2/acs. On 03-feb-2009: the patient experienced chronic pain on (B)(6) 2009: the patient presented with radiculopathy.